Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. After implanting a non-abbott stent, a 4x12mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation. While attempting to remove the bdc and pull it back into the guide catheter (gc), the balloon separated into the aorta. A snare was used to remove the balloon without issue. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed; however, the reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture and difficulty removing the device; however, the reported separation, unexpected medical intervention and removal of foreign body appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed emdr report, the following information was received: the balloon ruptured at unknown atmospheres. When the device was pulled back into a guide liner, the balloon separated in the aorta. No additional information was provided.